Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range right ventricular (rv) pacing impedance of around 2400 ohms. There was no noise observed on the rv pace/sense channel. The plan was to see the patient in the clinic for further evaluation. At this time, this rv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range right ventricular (rv) pacing impedance of around 2400 ohms. There was no noise observed on the rv pace/sense channel. The plan was to see the patient in the clinic for further evaluation. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information received indicates that this lead fractured. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted as a result. The lead remains in use. No additional adverse patient effects were reported.